Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to hyperglycemia. The hyperglycemia event occurred due to bent cannula of infusion set. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous and fluids of saline and insulin. The duration of stay in hospital was for four hours. No further information available.